Event description:
Caller reported a malfunction on pump without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using pump and to call back if malfunction code recurs, which they acknowledged and understood.